Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists bleeding and respiratory failure as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell at home. A computed tomography showed a large posterior fossa hemorrhage. The patient decompensated and went into respiratory arrest. An emergent craniotomy and hematoma evacuation was performed. The patient had a poor neurological response the following days and family made the decision to withdraw care. The patient passed away. The death was not thought to be device related and the device operated as expected. An autopsy was not performed.